Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high, had diabetic ketoacidosis and was hospitalized. The customer¿s blood glucose level was 599 mg/dl at the time of the incident. The patient current blood glucose was 107 mg/dl. The customer treated it with manual injection. The customer was wearing the pump at time of hospitalization. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.